Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked during the subcutaneous injection. The following information was provided by the initial reporter, translated from german: "the problem that the liquid leaks from the piston is actually simply explained, the discardit syringe has no rubber stopper... Since early childhood, I have been severely chronically ill and have to administer subcutaneous injections several times a day. For this purpose, I use disposable syringes from your product line (2ml and 20ml). With the 20ml models, it has been happening for 2 weeks (with every injection) that after the injection, not all of the medication has been administered and approx. 2ml has been pressed over the injection plunger, which I can then of course no longer inject. At first I thought it was due to my injection technique or hardening in the subcutaneous tissue. However, if I use syringes manufactured by another brand, this problem does not occur!"

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2108111. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. One (1) picture displayed the affected product and one (1) picture displayed the unit packaging information. Upon examination, the picture of the affected sample clearly showed the reported defect of leakage. It has been concluded that the observed leakage most likely resulted from damage in the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii syringe leaked during the subcutaneous injection. The following information was provided by the initial reporter, translated from german: "the problem that the liquid leaks from the piston is actually simply explained, the discardit syringe has no rubber stopper... Since early childhood, I have been severely chronically ill and have to administer subcutaneous injections several times a day. For this purpose, I use disposable syringes from your product line (2ml and 20ml). With the 20ml models, it has been happening for 2 weeks (with every injection) that after the injection, not all of the medication has been administered and approx. 2ml has been pressed over the injection plunger, which I can then of course no longer inject. At first I thought it was due to my injection technique or hardening in the subcutaneous tissue. However, if I use syringes manufactured by another brand, this problem does not occur!".